Event description:
The customer reported a doa (dead on arrival) capsule. The capsule and delivery system were received in the lab. Following internal investigation it was concluded that the plunger was released and the capsule not attached to the delivery system. This case will be investigated as attach/detach case.